Event description:
Customer reported he tested on his aviva combo system and received a reading of 360 mg/dl. Patient felt the reading was inaccurate so he took another reading within 10 minutes with a separate fingerstick and received a result of 130 mg/dl. No adverse event reported. A request was made for the return of the meter and strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.